Event description:
It was reported that an embolism occurred. The lesion was located in the mildly tortuous and calcified superficial femoral artery. A 2.4 jetstream® xc atherectomy catheter was selected and advanced to treat the lesion. Following atherectomy and drug coated balloon treatment, a distal emboli was noted in the proximal anterior tibial artery. This was not present at the beginning of the procedure. The physician requested the smaller 1.6 jetstream® sc atherectomy catheter to try to remove the thrombus. While trying to prime the device, it was aspirating, but it sounded very slow. The physician then proceeded to insert the catheter into the patient. Once at the target lesion, the activation arrow was depressed, but the distal blades didn't activate, only aspiration. After multiple attempts, the catheter was removed and the distal emboli was treated with a non-bsc manual aspiration catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).